Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the tip of the jaw was broken and the clip was detached, and it was retrieved from the pt. Another instrument was used to complete the case.